Event description:
A patient reported experiencing dizziness and confusion which led to unconsciousness on (B)(6) 2015. He was found by family and paramedics were called. The patient was transported to the hospital via ambulance, his blood glucose measured over 1000 mg/dl. The patient attributes high blood glucose to using infusion sets over the recommended period of time, improper infusion set insertion, and the possibility that one infusion site became dislodged. The animas inset mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).